Manufacturer narrative:
Photos were provided for review. The device has been returned to the manufacturer for evaluation. As the lot number for the device was not provided, a review of the device history records has not been performed. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port device implant, the patient experienced redness of the skin along the port catheter site with alleged leak of chemotherapy medication. It was further reported that extravasation was confirmed and the port was removed. Reportedly upon removal, the port device was infused with saline and leakage occurred from two 2mm holes 15cm distal from the port body. The patient status is unknown.

Event description:
It was reported that sometime post port device implant, the patient experienced redness of the skin along the port catheter site with alleged leak of chemotherapy medication. It was further reported that extravasation was confirmed and the port was removed. Reportedly upon removal, the port device was infused with saline and leakage occurred from two 2mm holes 15cm distal from the port body. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review was not performed for this investigation as no lot number has been provided by the complainant. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one powerport MRI isp with attached groshong catheter was received. Gross examination, microscopic evaluation, tactile evaluation and functional testing were performed. The port segment showed multiple puncture access of the port septum and a distinctive curve of the tubing. Two circumferential splits were noted at approximately 6.4cm and 7.3cm from the distal end of the cath-lock. The tactile evaluation showed necking at both split locations. The sample was patent to infusion but leaking was observed at the open split sites. 3 photos were also received in addition to the physical sample. 3 photographs were received and reviewed. One photograph shows the one powerport isp m.r.I. Implantable port with 8 fr s/l power groshong catheter. The second photograph shows what appears to be splits on tubing of catheter and the third photograph shows the depth markings on tubing of catheter. Photos of the complaint sample supplied shows conformation with the sample received. This investigation confirms the fluid leak issue. A definitive root cause could not be determined. A through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.